Event description:
It was reported that the device was explanted due to stenosis after an implant duration of approx 7 yrs. The exact date of the implant is unk.

Manufacturer narrative:
Device not returned.